Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the objective lens had a chip, the air/water cylinder had no color, the switch box had a scratch, due to a scratch on the objective lens the image had a partially dark area, the plastic distal end cover had a burn, the adhesive on the bending section cover rubber was detached, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
He customer reported to olympus that the gastrointestinal videoscope objective lens was defective. The issue was observed during reprocessing, and there was no patient or procedure involved. The device was returned to olmypus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif ez 1500 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif ez 1500 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.